Manufacturer narrative:
Radiometer had requested for the data to be returned for investigations, but it was not provided. Hence, radiometer is not able to dertermine if the analyzer or its software had failed. The root cause is unknown.

Manufacturer narrative:
Radiometer had requested for the data to be returned for investigations, but it was not provided. Hence, radiometer is not able to dertemine if the analyzer had failed. The root cause is unknown. However, radiometer is still investigation the software of the analyzer, and the root cause is pending its completion.

Manufacturer narrative:
Date of event is estimated.

Event description:
According to the complaint, when the operator tried to measure on the abl90 flex plus analyzer (serial number: (B)(6)), the automatic inlet was not closed, and the analyzer was in maintenance mode. The operator pushed the gasket with their hand while wearing gloves, exposing the probe, and causing it to come into contact with their finger. The operator did not get pricked by the probe.